Event description:
The mother of the patient reported that the patient had elevated blood glucose. His readings ranged from 320 mg/dl to "hi" on his blood glucose monitor. He had symptoms of frequent urination, dry mouth, and thirst. The patient then observed insulin leaking from a hole in the infusion tubing. He changed the infusion tubing and bolused to lower his blood glucose. The mother states she feels the "needle is backing out and coming through the tubing." She stated that this has occurred three times over the last 10 days. The infusion site was inserted one day before each occurrence. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.